Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. B3: the onset date of the patient not feeling well prior to hospital presentation is approximate. Year is confirmed valid. D. Suspect medical device. Continuation of d10; other medical products in use during the event include: product ID: mcs-p3-640; serial #: (B)(6); product type: 0195-heart valves; implant date: (B)(6) 2011; replaced date: (B)(6) 2025 product ID: d-evolutfx-2329; lot #: unknown; product type: 0195-heart valves; non-implantable product ID: l-evolutfx-2329; lot #: unknown; product type: 0195-heart valves; non-implantable non-medtronic product ID: 23mm carpenter edwards aortic valve; serial #: unknown; implant date: 2002 (inactive at time of procedure) non-medtronic product ID: lucas device; serial #: unknown; initiated/discontinued: (B)(6) 2025 h6. Additional codes are reflected within the additional codes section. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately thirteen years, eight and a half months following a transcatheter aortic bioprosthetic valve replacement (tavr) procedure, the patient had not been feeling well and presented to the hospital with dyspnea. Upon assessment, the patient was anemic with a hgb of 54g/dl, gastrointestinal bleeding, and melena. Subsequently, the patient was admitted. The patient was discharged eight days later. Six days after discharge, the patient underwent an echocardiogram which revealed a left ventricle ejection fraction of 60%, normal aortic gradients were noted, and a new severe, central aortic regurgitation which was an increase when compared to the previous echocardiogram; however, the timeframe since and results of the previous echocardiogram were not reported. The patient had a well-documented history of previous aortic valve replacement procedures, including a replaced 23mm non-medtronic (carpenter edwards) surgical aortic valve (sav) with the existing 26mm corevalve which showed a mixed failure of calcified aortic stenosis and moderate, central aortic insufficiency (ai). A tavr-in-tavr-in-savr replacement procedure was scheduled for three days later. The tavr procedure included a plan to perform a bioprosthetic aortic scalp intentional laceration to prevent iatrogenic coronary ar tery obstruction (basilica) on the left coronary cusp (lcc), protect the right coronary cusp (rcc) with a stent, and then implant the 26mm evolut fx+ valve inside of the existing, failing 26mm corevalve. The tavr procedure was performed under general anesthesia. After several attempts to perforate the lcc leaflet with a non-medtronic guidewire, the patient became hypotensive. Cardiopulmonary resuscitation (CPR) was initiated. A pericardial effusion was noted on echocardiogram, a pericardiocentesis was performed, and a "code transfusion" was called. A transesophageal echocardiogram (tee) was performed which revealed severe central ai. A 14fr delivery catheter system (dcs) and loaded valve were inserted via the right femoral artery through an 18fr non-medtronic (gore dryseal) sheath over a non-medtronic (safari s) guidewire and advanced through the patient without issue. Upon the first and final deployment, the dcs deployed the valve 2mm below the existing corevalve. Following deployment, the valve was assessed and there was no paravalvular leak (pvl), no central ai. However, the patient continued to require medical support as no heart contractility was observed on tee. An intra-aortic balloon pump (iabp) was inserted. CPR was switched over to mechanical chest compressions via the lund university cardiopulmonary assist system (lucas) device. The patient was shocked successfully on 3 occasions due to ventricular fibrillation and the lucas device continued to provide chest compressions. However, resuscitative efforts were unsuccessful; the lucas device was powered off, removed from the patient, and the time of death was recorded. The basilica of the lcc was never actually performed and the stent was never placed in the rcc. Per the physician, there was no concern regarding a medtronic product used in the case; the patient's heart did not recover after severe ai was corrected with the new valve. The cause of death was likely due to severe ai caused by multiple attempts to perforate the lcc prior to inserting the new valve.